Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-14019. The patient reported she had experienced uncomfortable pocket heating while charging her ipg. The patient also reported her ipg would turn on by itself, would change programs without her using her programmer and would shock and pinch her. The patient underwent a surgical procedure on (B)(6) 2013 and her ipg was explanted. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg model was associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.